Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 06/18/2014. Evaluation shows broken tubing at center hole. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer states the right crossbrace is broken where the link attaches.